Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the air bubbles found in the reservoir of insulin pump. Customer was not able to remove the bubbles and could not push it back. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and transfer guard, performed pre-fill reservoir test. Found transfer guard needle loose. Unable to pre-fill.